Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, no image and not picking up the evis exera iii video system center. The device was switched to another similar device. No patient involvement has been reported for this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the top cover was corroded and the bottom chassis/moisture invasion on the front panel, a worn-out video connector latch causing poor connection with pigtails, a faulty usb drive connector drive and a corroded pip connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is presumed that a connection failure occurred due to a defective latch. Olympus will continue to monitor field performance for this device.